Event description:
The customer reported that a pt death had occurred; however, they were seeking info regarding alarm settings on the monitor in use at the time of the incident.

Manufacturer narrative:
The customer reported that a pt death had occurred and they were seeking info regarding alarm settings on the monitor in use at the time of the incident. As of 4/12/10, the available info does not support that the device was a factor and no allegation that the device was a factor was made by the customer. No allegation of any malfunction was made. Philips is in the process of obtaining add'l info regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)